Manufacturer narrative:
Currently waiting for the sample to be returned for evaluation.

Event description:
When nurse was placing the catheter, and tried to withdraw the wire she noticed tension. She notified the lip, who was able to get the wire and upon inspection noticed a large knot at the end.

Manufacturer narrative:
One guidewire was received returned for evaluation. A visual inspection confirmed the report. The guidewire is knotted approximately 2 cm from the distal end. The root cause for the event could not be determined. The report indicated that they were unable to advance the guidewire. This may have led to the pushing in and pulling back of the wire. This technique may have caused the tip of the wire to loop over itself and become knotted preventing removal.